Event description:
It was reported that the patient was taken to the hospital by ambulance and was diagnosed with diabetic ketoacidosis (dka). The patient had diarrhea and was vomiting. The patient's blood glucose (bg) values reached over 500 mg/dl. The patient was transferred to the intensive care unit (ICU). For treatment, the patient was given intravenous (IV) insulin. The pod was worn between 4 and 24 hours on unknown location. The patient was discharged after 3 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.